Event description:
Per repair staement, the unit has low o2 or yellow light.

Manufacturer narrative:
Per repair statement, the unit has low o2 or yellow light. The key failure is from clamps on the manifold causing the hose to leaking. Additionally, the smart pack is dirty.